Event description:
There was no patient involved in this event. Device depleting multiple pad-paks.

Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on (B)(6) 2011 and performed to specification up to (B)(6) 2015. The device failed multiple self-tests due to a low battery between (B)(6) 2015 and the last log entry on (B)(6) 2015 due to low battery fails. A test pad-pak was inserted, the device powered up and displayed a constantly illuminated green status led. The device was tested and successfully delivered a test shock. No warnings were given and the green status led remained constantly lit. The current drain was measured and indicates a fault. The device was disassembled for investigation. Investigation found the reported fault can be attributed to moisture ingress resulting in corrosion within the membrane. This corrosion resulted in the green status led remaining constantly lit and an increase current drain. This would have caused premature depletion of an installed pad-pak. No pad-pak was returned with the device for investigation.